Event description:
Patient representative reported left side capsular contracture baker grade IV and breast implant illness. Breast implant illness is not considered to be device related.

Manufacturer narrative:
F2203 imaging required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe as it is a medical event not related to the device. Other-medical-ndr: not applicable as the event is not related to the device. Additional observations: black particles observed in the surface of the shell. Observed brown encapsulation on the device. Observed creases on the device. No further actions are required as the device was implanted.

Event description:
Physician reported ruptured device diagnosed by ultrasound. Patient representative later reported left side capsular contracture baker grade IV and breast implant illness. Breast implant illness is not considered to be device related. The device was explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the photos identified red particle material on the shell, red tissue and an opening on the posterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported ruptured device diagnosed by ultrasound. The device was explanted and replaced with a non-allergan device. Left side.